Manufacturer narrative:
This record is identified as a duplicate. This issue is already reported under MFR report number 9610816-2022-00609.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device fails to alarm when the heart rate and blood oxygen saturation are lower than the set alarm. It is unknown if the device was in use on a patient, but no adverse event to the patient or user was reported.